Event description:
It was reported that the patient presented remotely via merlin.net with oversensed noise exhibited by the atrial lead that was observed on the electrocardiogram. No interventions were made and the lead will continue to be monitored. There were no patient consequences.